Event description:
It was reported that a clearlink catheter extension set split during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(6).